Event description:
On (B)(6) 2016 the consumer stated that she was using the bandage on her big toe. When she was pulling the bandage off, she noticed that the adhesive pulled some of the skin off of her toe. The consumer stated that she have used the same bandages before without any problems. No medical attention was required. The consumer stated that she noticed a review online that this had happened to someone else. Purchase date: (B)(6) 2016. Document number: (B)(4) . Report number: (B)(4).